Event description:
Customer stated that none of the hydraulic functions were working. Found the hydraulic reservoir tank was empty of all fluid. And, there was evidence of leakage from manifold. Replaced hydraulic manifold to resolve issue, no injury being reported.